Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding multiple patients who were implanted with implantable neurostimulators (ins). It was reported that the consumer stated that there was a lot of bad information out there about the devices not working. No patient symptoms were reported. No further complications were reported.